Event description:
Provider states they received an email from the end user stating the seat on this chair is defective. We received chair march 11 the fabric is separating from the seams on both sides. No additional information provided.